Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the rack failure. Upon functional test fse found the correct positional detector malfunction and error message shows that potentiometer is defective. The fse replaced potentiometer assembly .after replacement of potentiometer, system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a rack failure on the allura xper fd20 system. It was later indicated that the c-arm could not move. The system indicated an error message and that the potentiometer was defective. The potentiometer assembly was replaced and the device was returned back to functionality. The system was in clinical use and no harm has been reported. Philips has started an investigation of the complaint.